Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received and evaluated. A single 1ml ll syringe with customer¿s needle attached was shown in the photos. The stopper was at 0.1ml and the syringe had medication residue in its fluid path. A small strand of foreign matter was observed on the barrel wall between 0.1ml and the zero line. The foreign mater is in the fluid path right above the stopper. The type of the foreign matter could not be discerned from the photos provided. A physical sample is recommended to better identify the foreign matter. As per the customer statement, "based on the visual examination and best match results by ftir, the foreign matter is most likely composed of cellulose fiber.¿ current process was reviewed. It was confirmed that there were no cardboard nor paper materials used in the manufacturing flow for this product, specifically during molding transfer to marking, then assembly and packaging processes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the foreign matter defect could not be determined based on the evidence provided. Rationale: since root cause could not be determined, corrective actions are not necessary at this time.

Event description:
It was reported that syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material no:309628. Batch no: 9136657. It was reported there was a hair/fiber on the black part of the plunger on the syringe.